Event description:
Meter does not power on. Pt did not experience any symptoms. Since meter had not been working, pt had been testing their blood glucose on a non-lfs meter. Customer service was unable to resolve the issue and sent pt a new meter. When the meter does not turn on, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.